Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4)) displayed a fault code 08 (motor controller fault detected) error message. The root cause for fault code 08 was due to a defective drive train motor due to wear and tear. The autopulse platform was manufactured in march 2012 and is almost 10 years old, well past its service life of 5 years. The drive train motor needs to be replaced to address the observed fault. Upon visual inspection, noticed a cracked top cover and a damaged battery bay. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The top cover and the battery bay need to be replaced to address the observed physical damage. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed functional testing due to the fault code 8 (motor controller fault detected) error message. No patient involvement.